Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Investigation could not be performed as the device was not returned for evaluation. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined at this time, further investigation is being conducted through our CAPA process. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of device. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information reported.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during a total knee arthroplasty utilizing optical navigation, the tip of a tracker fixation pin broke off and remains in the patient's bone. Attempts have been made and no additional information is available at this time.